Manufacturer narrative:
Qc and calibration were within range prior to the event. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit for one patient. The initial result was 146.4 mmol/l. The repeat result on another cobas pro was 140.1 mmol/l. The repeat result was deemed to be correct. The emergency department requested that the sample be repeated. The sample also had a delta check on the laboratory information system (lis).

Manufacturer narrative:
The sodium electrode lot number is flv96, and the expiration date was not provided. A field service engineer (fse) replaced the ion-selective electrode (ise) probe, cleaned the sonic wash station, and performed adjustments on the ise probe. For verification, the fse ran 30 ise checks and a 21-cup precision test on sodium and chloride, which determined that the system was functioning properly. The investigation is ongoing.